Event description:
It was reported that a patient underwent a hepatic surgery on (B)(6) 2014 and suture was used. During the tentative of hemostasis on a scar hepatic tissue, the needle broke. The piece of broken needle fell into the patient¿s liver and the surgeon was not able to retrieve it. The surgeon opines that this event is not due to a defect of the needle. Additional information was requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.